Event description:
After graft implantation, post-operative films revealed that the superior neck was slightly conical and appeared to be possibly larger than 26 mm. It was observed by dr that the superior hooks had not penetrated the aortic wall. The procedure was converted to standard surgical repair.